Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in 2006. The physician placed a taxus express2 3.0x20mm drug eluting stent to the 70% stenosed lesion located in the mid left anterior descending (lad) artery. Excellent angiographic appearance was achieved with 0% residual stenosis. A 2.0x12mm non bsc bare metal stent was placed in the right posterior descending artery (rpda) with timi-3 flow achieved. No patient complications occurred. Medications used during this procedure include; fentanyl, nitroglycerin, heparin, benadryl, valium, cardizem and reopro. Aspirin and plavix were prescribed for 12 months post procedure. In 2007, the patient presented with unstable angina and angiography revealed a tubular 70% stenosis at the site of the previously placed 3.0x20mm taxus stent. Angiography also revealed a tubular 70% stenosis at the site of the previously placed 3.0x20mm taxus stent. Angiography also revealed a tubular 60% stenosis in the first diagonal of the mid lad, a 70% stenosis at the ostium of the circumflex (cx) artery, 40% stenosis in the proximal cx and 20% stenosis at the proximal third of the obtuse marginal. Additional information regarding reintervention was requested, but not available.